Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit and ampules with a potentially relevant finding. For material # k-07800-005 (lidocaine 5 ml solution), lot # 23p19l0085, according to incoming inspection records, (B)(4) of (B)(4) ampules were observed broken in a batch of 33600. This is outside of the parameter for this defect. For material # k-05500-042a (saline 10 ml solution), lot # 23p19l0271, according to incoming inspection records, (B)(4) of (B)(4) ampules were observed broken in a batch of 43200. This is outside of the parameter for this defect. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding on the lidocaine and saline solution ampules. However, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
The report states: anesthesia technician notified me this morning of reports from the ob director of (B)(4) kits from same lot with broken vials.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: anesthesia technician notified me this morning of reports from the ob director of 2 kits from same lot with broken vials.